Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance greater than 150 ohms. Boston scientific technical services provided potential troubleshooting guidance to the boston scientific representative and recommended a new lead should be implanted for impedances greater than 150 ohms. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.